Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remained in use for three months until the patient complained again of stimulation. Further reprogramming was performed and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.